Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that st elevation has occurred. During the transcatheter myocardial ablation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that immediately after removal of the farawave catheter, air ingress and st-segment elevation was observed. Postoperatively, the patient showed no apparent sequelae and appeared to have recovered without complications. The procedure was completed successfully by using original device. No patient complications have been reported. The product is not expected to be returned as it has been discarded in facility.